Event description:
Inferior vena cava filter was inserted a few months ago. Pt returned to ed ten days later with complaints of back pain. CT exam showed that the filter had migrated and perforated. The device was successfully retrieved. The device was sent back to the MFR for evaluation of potential defect.